Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. Surgeon was a female, however additional information is unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Throughout the case, the surgeon would isolate bleeding by holding the forceps and activating the plasmablade device at the top of the pickup to assist. The energy arced from the forceps to the surgeon's hand resulting in a burn. There was no unintended tissue damage or harm to the patient. It is unknown the degree of the burn or if any interventions were needed for the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.